Event description:
A male patient's girlfriend contacted lifecor customer support to report that when a battery pack was placed on the charger the "battery charger service" light was illuminated. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device manufacture date: battery charger - 10/2006. Device evaluation summary: device evaluation of charger was completed. The reported problem was confirmed. The cause of the charger "battery charger needs servicing" light was contaminants found in the contact terminals in the battery connector of the charger. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The battery charger was repaired, retested and restocked. No adverse event resulted from the damaged charger. The patient received a replacement battery charger.